Event description:
It is reported that a customer experienced high blood glucose of 532 mg/dl. The customer was treated for the high blood glucose with an IV at st. (B)(6). The customer was diagnosed with diabetic ketoacidosis. The caller was a nurse from the hospital who had time to trouble shoot the customer's insulin pump. The nurse stated that the pump has a bent cannula and expired insulin. The insulin pump itself works as it was designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.